Event description:
It was reported that their was no known patient manipulation to the vns. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that high impedance and resultant low output current was observed on a recently implanted generator. Per clinic notes, the patient has not fallen and cannot think of any injurie whiplash, etc. That may have lead to lead damage. The generator and lead's device history records were reviewed. The generator and lead both passed final functional and quality specifications prior to release. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.